Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for seizures. It was reported that the patient¿s programmer was displaying a warning message with batteries. The patient had replaced the batteries, but the message was still displayed. The patient checked their ins status and found it was off, but the patient did not know it had been off. The device was successfully turned back on. It was noted the patient hadn't charged for three days and ins said 100% charged. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.